Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A review of all batch record documents was performed for potentially associated lot numbers h13h28033, h13k14046, and h13k26065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two months after onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was not reported. The patient was discharged from the hospital after eight days. The patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.